Event description:
The caller reported that the pt's tracheostomy tube had a deflating cuff. The tracheostomy tube was placed in the pt in 2009. The tracheostomy tube's cuff was pretested. Jelly was used to lubricate the tracheostomy tube. The cuff on the tracheostomy tube is only inflated when they use suction on the pt. They noticed the cuff would not hold air when they inflated it to suction the pt. The leak was noticed the following month. The tracheostomy tube was removed the next day and replaced by the caller with a new 6dct tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.